Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2016-02540. It was reported the patient did not receive effective stimulation coverage from his scs system. Subsequently, the patient underwent surgical intervention where the 2 leads were explanted and replaced with a single lead (different model). The patient reported effective stimulation coverage postoperative. Surgical intervention resolved the reported issue.